Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead was received with the helix fully retracted. Visual analysis with destructive testing found the distal conductor distorted and fractured within the is-1 connector. The distal conductor of the lead was extrinsically over-rotated and became extrinsically fractured due to over-rotation. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, the helix of the right atrial (ra) lead would not work properly despite several attempts. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.